Event description:
It was reported that a right atrial (ra) lead was surgically abandoned and replaced 20 years post implant due to unknown reason. A new medtronic pacemaker was implanted on the right side with 2 new leads. No additional adverse patient effects were reported.